Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited no capture. The lead was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found